Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with trivascular ovation prime abdominal stent grafts. A gore® excluder® contralateral leg component was placed in the left common iliac artery and extended into the external iliac artery to treat a rupture of the left common iliac artery. On (B)(6) 2015, the patient underwent re-intervention for left limb ischemia due to the left iliac artery thrombosis and a femoral bypass was performed. The physician reports the trivascular limb, trivascular extension, and the gore contralateral leg component together thrombosed. The patient tolerated the procedure.

Event description:
It was reported that rupture of the lcia occurred intraprocedural during the implant of the trivascular ovation products.

Manufacturer narrative:
The gore® excluder® aaa endoprostheses instructions for use specifies, the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore® excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurismal exclusion is desired. Gore recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing).

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Images are being provided to gore for evaluation, the results will be provided in a supplement medwatch.